Event description:
It was reported that the device was explanted after implant duration of approximately 0.7 months. On 10/20/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to perivalvular leak.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report of (implant date) was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of 2009, the 23 mm valve was implanted successfully, and "the patient came off bypass very easily with no signs of ischemia, was in sinus rhythm in the 80s with a bundle branch block which he had preoperatively, and he had a good cardiac output index."

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.